Manufacturer narrative:
A supplemental report is being submitted for corrections to: additional products: d1: heartware ventricular assist system ¿ controller d4: expiration date: 30-jun-2025/ serial#: (B)(6)h4: mfg date: 13-jun-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: serial#: (B)(6). H3: yes, product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2025 at 10:47:22 in which motor start parameters were atypical. Log file analysis associated with (B)(6) revealed a controller power up with an associated pump start event logged on (B)(6) 2025 at 10:47:09, indicating a loss of power to the controller. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2024. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. In addition, analysis of the event log file revealed that the date, patient ID, pump ID, and speed were set prior to the initial power-up event and the motor start event. There is no evidence that the observed controller power-up event is related to the reported disconnection of both power sources by the patient. No additional controller power-up events were logged within the analyzed period. As a result, the reported atypical motor restart event and controller power up event were confirmed. The reported disconnection of both power sources could not be confirmed. The most likely root cause of the controller power up event can be attributed to a controller exchange. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 13-dec-2020 / serial#: (B)(6) d9: no h3: no h4: mfg date: 02-dec-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a motor restart event occurred on the ventricular assist device (vad) due to an accidental power disconnect, and the motor restart was above the expected power range. The vad is included in the subgroup 3 population for delay or failure to restart. The vad remains implanted and in service. No patient complications have been reported as a result of this event.